Event description:
It is impossible to insert these products as the material is too hard to manipulate. As a direct result they have stopped taking the gelhorn. (B)(4).

Manufacturer narrative:
Investigation: x-initiated manufacturer's investigation. X-no sample returned . X-inspect stock product. Analysis and findings : distribution history: the lot number was not reported by the customer. Manufacturing record review: a review of the device history record could not be performed because the lot number was not provided. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the complaint product lot number be provided going forward, the device history record will be reviewed, and this complaint amended accordingly. Incoming inspection review: incoming inspection record review not applicable to this product. Service history record: service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history similar reported complaint conditions. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation/functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: quality engineering, manufacturing, marketing, and product surveillance conducted an investigation into the recent complaints regarding the hardness and rigidity of the pessary product line. There have been no specification changes in the last 2 years. Returned product from historical complaint investigations and sample product from finished goods inventory were evaluated and the reported condition could not be duplicated. The products were found to meet all approved release specifications. It should be noted that this product was originally manufactured for coopersurgical by a supplier (eis) until mid-2017. Manufacturing was moved to coopersurgical and validated in november 2017 (val-16-0219) using a new silicone supplier. It is suspected the customer noticed the current production pessary was slightly harder than the previously received supplier pessary. It should also be noted that the current silicone supplier provides certifications on every shipment with durometer hardness testing per astm d2240 which verifies durometer specifications are met. Based upon an analysis of historical returned/complaint product, stock product, DHR review and certificates of conformance, the reported complaint condition could not be confirmed. Corrective action: CAPA 735 has been opened to determine if customer observations with regard to pessary durometer warrant further product enhancements.

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Ref: e-complaint: (B)(4).

Event description:
It is impossible to insert these products as the material is too hard to manipulate. As a direct result they have stopped taking the gelhorn. E-complaint: (B)(4).